Manufacturer narrative:
The bolus wizard functioned properly per bolus wizard sample in the user guide. The pump was programmed with several boluses, and was monitored. All boluses delivered completely their indicated amounts, and were properly recorded in the bolus history screen. An alarm was noted in the alarm history screen due to a corrupted history file. Unable to upload the pump to care link pro due to the corrupted history file. The pump also had minor scratches on the lcd window, and a cracked case near the display window corners. The pump passed the rewind, basic occlusion, occlusion, prime, excessive no delivery alarm, and displacement test.

Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event. The device has been returned, but not yet evaluated. Further information will follow once the analysis has been completed. No conclusion can be drawn at this time.

Event description:
It was reported that the insulin pump was not delivering the programmed amount of insulin. Customer had blood glucose levels of 330mg/dl. Advised to discontinue use of the insulin pump. No additional information was provided.